Manufacturer narrative:
The user experienced hypoglycemia resulting in emergency medical evaluation while using the ilet. Engineering log review was limited, as device data corresponding to the reported event date were not available due to lack of a user-initiated sync after (B)(6) 2026. No malfunction alerts or factory resets were identified in the available logs. Based on available information, it is unclear whether the hospitalization was directly related to hypoglycemia or another comorbid condition, and it could not be confirmed whether the user was connected to the ilet at the time of the event. Without complete device data and clinical detail, the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 04-feb-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 56 mg/dl, accompanied by headache and tachycardia. The user was evaluated in the emergency department, treated with oral glucose and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.